Manufacturer narrative:
The concerned fabius tiro anesthesia machine is equipped with an optional external fresh gas outlet which allows for connection of non-rebreathing systems. This option also features an auxiliary switch lever to select whether the fabius tiro provides fresh gas either to the external outlet or to its integrated compact breathing system (cosy). It was found that during case the lever was switched to the external fresh-gas outlet while the patient was connected to the cosy. As a consequence, the patient did not receive any fresh gas. The gas that was available for ventilation was limited to the volume within the cosy and the breathing hoses. Due to the o2-uptake of the patient, the o2-concentration of this limited gas volume consequently decreased. According to the preliminary log analysis on site the fabius detected the decrease of o2-concentration and reacted according to its implemented safety concept by generating a corresponding visible and audible insp o2 low alarm. The fabius tiro instructions for use describe the correct usage of the switch lever in chapter ¿using the external fresh-gas outlet with an auxiliary switch (optional)¿ and also the insp o2 low alarm. The investigation has not revealed a device failure.

Event description:
It was reported, that the hospital had a fatality when the wrong outlet was selected when they tried to ventilate a patient on a fabius tiro anesthesia machine. The user reportedly left the lever in the external fresh-gas outlet position instead of the cosy position, when they tried to use the ventilator on the device. As a consequence, the patient did not receive fresh gas. The user has not alleged a device malfunction.